Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported, that this cardiac resynchronization therapy defibrillator (crt-d) device. Exhibited high out of range shock impedance (138 ohms) over the last year. The device remains implanted. No adverse patient effects have been observed.